Event description:
A valiant stent graft system was implanted for the endovascular treatment of a thoracic type b dissection in zone two. The proximal neck is 35 mm in diameter and the distal neck measured 25mm. It was reported that on during the index procedure, the valiant device was inaccurately delivered causing unintentional vessel occlusion of the common carotid artery. The physician stated that regarding the half covered left common carotid artery by the proximal end of the valiant graft, it is unknown when the angiography is carried that it is at diastolic phase or at systolic phase with roadmap. When positioning was carried out based on the roadmap, the device is sometimes implanted not at the targeted position. The device is able to be implanted at accurate targeted position with angiography. Therefore, angiography should be carried out when final decision would be made for proximal position at aortic arch from now on. Regarding the dislodged bare stent during deployment, the physician regretted that he had concentrated on deployment from proximal side. Besides, he would consider using balloon-expandable bare stent from now on. No clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Conclusion: implanting for pre-op dissection.